Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested.

Event description:
A site representative reported secondary energy too low message during lasik procedure on a patients' left eye. This issue caused the laser to lock which halted the procedure at sixty seven percent complete. The amount of treatment was confirmed and the procedure was completed without issue. Additional information has been requested.

Manufacturer narrative:
The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date of event. No abnormalities that could have contributed to this event were found. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).